Event description:
It was reported that device difficult to remove occurred. The target lesion was located in the left internal carotid artery. A carotid wallstent stent self expanding was selected for use. During the procedure, it was noted that the stent was in the intermediate catheter and it could not be advanced. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) e1: initial reporter phone: (B)(6) investigation results: device history record: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the carotid wallstent confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of 'unintended use error caused or contributed to event.'